Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump's touchscreen cracked. The customer was not sure how it became cracked. The pump was still functional. As the event had occurred in the past, the customer could not recall if the blood glucose level was impacted.